Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location perforation: bowel,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, anxiety, depression, varicose veins, rash, back pain and cervical dysplasia. In 2008, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), pollakiuria ("bladder or urinary problems or changes"), migraine ("migraines / headaches,"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type:"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation,"), gastrointestinal disorder ("gi intolerance") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain,"). Essure treatment was not changed. At the time of the report, the intestinal perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, pollakiuria, migraine, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, eye disorder, fatigue, weight increased, constipation, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, constipation, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, intestinal perforation, menorrhagia, migraine, nausea, ovarian cyst, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion: 2008, (B)(6) 2010. Normal endometrium, ostia visualized. Five coils in the left tube/ostium and 3 coils left in the right tube/ostium. Current weight 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: 1.7 right and 2.5-cm left ovarian cysts 8.o x 6.2 cm left upper pole renal cyst. Decreased in size from previous 10.2 x 8.4 cm.. Imaging procedure - on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: after internal review case becomes valid. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation (other) please describe and state the location perforation: bowel,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included yeast vaginitis, anxiety, depression, varicose veins, rash, back pain and cervical dysplasia. In 2008, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), pollakiuria ("bladder or urinary problems or changes"), migraine ("migraines / headaches,"), ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type:"), fatigue ("fatigue"), constipation ("gastrointestinal or digestive system condition type: constipation,"), gastrointestinal disorder ("gi intolerance") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain,"). Essure treatment was not changed. At the time of the report, the intestinal perforation, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, pollakiuria, migraine, ovarian cyst, nausea, dysmenorrhoea, dyspareunia, abdominal pain, vaginal discharge, eye disorder, fatigue, weight increased, constipation, gastrointestinal disorder and headache outcome was unknown. The reporter considered abdominal pain, constipation, cystitis, dysmenorrhoea, dyspareunia, eye disorder, fatigue, gastrointestinal disorder, headache, hormone level abnormal, intestinal perforation, menorrhagia, migraine, nausea, ovarian cyst, pollakiuria, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date of insertion: 2008, (B)(6) 2010. Normal endometrium, ostia visualized. Five coils in the left. Tube/ostium and 3 coils left in the right tube/ostium. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen on (B)(6) 2013: impression: 1.7 right and 2.5-cm left ovarian cysts 8.o x 6.2 cm left upper pole renal cyst. Decreased in size from previous 10.2 x 8.4 cm. Imaging procedure on (B)(6) 2010: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs+mr received. Event injury was updated new events: hormonal changes describe: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder or urinary problems or changes, migraines / headaches, reproductive system disorder or condition type of disorder or condition: ovarian cysts, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type: fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, gi intolerance, perforation (other) please describe and state the location of the perforation: bowel were added. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Past medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.